Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2023. The patient had some hypoxia and was noted to have new aphasia, some confusion and right sided weakness most prominent in rle (right lower extremity). Cta showing new aca (anterior communicating artery) stent but unable to comment on patency of stents, otherwise no lvo (large vessel occlusion). Over the course of the evening patient exam worsened. Cta performed on (B)(6) 2023 showed proximal left aca stent with no visible contrast distal to the subject flow diverter stent, possible stent occlusion. Dsa (digital subtraction angiography) diagnostic (interventional) procedure performed on (B)(6) 2023. Embolectomy performed. Patient hospitalization was prolonged. Heparin drip, brilinta, cilostazol medications were given to the patient. It is indicated that the 'left aca stroke' has causal relationship with the study procedure, study device and is probably related to the disease under study. The 'left aca stroke' outcome is indicated as recovering/ resolving. The rationale for relationship is that the study device was occluded and needed to be opened up (thrombectomy).

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported "patient stroke, patient embolus and patient vessel thrombosis" as product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text : the subject device is implanted inside the patient's vasculature.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported "patient stroke, patient embolus and patient vessel thrombosis" as product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2023 the patient had some hypoxia and was noted to have new aphasia, some confusion and right sided weakness most prominent in rle (right lower extremity). Cta showing new aca (anterior communicating artery) stent but unable to comment on patency of stents, otherwise no lvo (large vessel occlusion). Over the course of the evening patient exam worsened. Cta performed on (B)(6) 2023 showed proximal left aca stent with no visible contrast distal to the subject flow diverter stent, possible stent occlusion. Dsa (digital subtraction angiography) diagnostic (interventional) procedure performed on (B)(6) 2023. Embolectomy performed. Patient hospitalization was prolonged. Heparin drip, brilinta, cilostazol medications were given to the patient. It is indicated that the 'left aca stroke' has causal relationship with the study procedure, study device and is probably related to the disease under study. The 'left aca stroke' outcome is indicated as recovering/ resolving. The rationale for relationship is that the study device was occluded and needed to be opened up (thrombectomy).